Manufacturer narrative:
The actual device was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. A two-year review ofthe service history shows no similar reports for this device.

Event description:
The facility's biomedical technician reported this pump with a failure code 500 during patient use. The facility's biomedical technician stated that no patient injury or medical intervention was reported. Although information was requested, none was available regarding the pump programming and set-up information, specific patient information, tubing product code and the lot number in use. Additional contact information was requested, but none was identified.